Event description:
It was reported the touch screen on the programmer was malfunctioning. The stylus was replaced, with no resolution. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not confirm the reported event. The stylus pen was used all over the overlay screen and no anomalies were found.